Event description:
The complainant reported a (B)(6) male patient enduring a vascular injury occurring at the impella access site during support. As treatment, vascular sutures were required.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.